Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was received in juarez lab, visual inspection reveled that the metal cover of the tip is detached. The rest of the device is in good condition. The device will be sent to the supplier for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection of the device. Visual inspection was performed, as a result; tip is in an used condition, the cut return cap as fully detached. The cap was returned with the device. Glue remains on the cap. Cap is badly deformed but customer report does state that it was removed with a forceps. Handle, cable and plug assemblies are in good condition. Shaft is in good condition with no signs of excessive force being applied. Electrical and functional checks were not performed due to the cap detachment. Visual inspection shows the cut return cap to be fully detached which confirms the customer reported problem that the 'tip portion came off' the electrode. The failure mode seen is not consistent with previous devices investigated under CAPA investigation CAPA for detached cut return caps where the root cause of the return cap detachment has been confirmed as missing glue. Further analysis of the complaint device was conducted. In summary the complaint device return cap shows a good coverage of glue on the detached return cap and there is clear evidence of a good weld. The device has been built to the manufacturer's specification with no manufacturing fault detected. The wire welded to the back of the return cap has been torn off the device and the wire is still in the ceramic of the device. There are many scratches on the return cap, ceramic and the shaft which would indicate the device has come into contact with a metal object. It is possible that this device has been used on a patient with a metal joint and the distal end of the device got stuck in the joint and while being withdrawn has torn the return cap off. Based on the condition of the device it can be concluded that the cause of the cut return cap detaching in this case is excessive load/heavy use being applied at the distal end of the electrode - misuse. The product IFU cautions - observe extreme caution when using electrosurgery in close proximity tot or in direct contact with, any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode tip is in contact with metal objects or instruments. Doing so may result in unintended injury to the patient or surgical personnel and/or damage to the electrode and/or other equipment. The failure mode has been reviewed against the systems risk assessment document, the risk analysis matrix applies with a similar failure mode -components / fragments detach within the patient and require retrieval- has been used. This could lead to potential tissue damage (mechanical). The severity is categorized as "serious" and the pre and post mitigation risk characteristics are as follows: risk grid "14" which is alra (as low as reasonably achievable) level and "probable" occurrence. Based on a review of the investigation findings and product risk analysis document no containment action related to the individual complaint is required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. DHR review has been performed; no issues (ncrs or rationale: deviations) with the manufacturing process have been indicated which might explain the failures observed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported by the sales rep in japan that during an arthroscopic olecranon joint synovectomy surgical procedure on (B)(6) 2024 the vapr tripolar 90 suction elect device metal tip of the electrode remained and it was removed by forceps. It could have been stuck in a bone spur or something. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and device manufacture date have been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.